Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery oscillator device ran continuously when the battery was plugged in and the unit was turned on. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the available data did not support the complainant's description and the device was found to pass all testing. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the wire was damaged on the electronic control unit, an unknown liquid was found on the internal components: motor flange, saw head and the electronic control unit. It was determined that these issues were due to improper cleaning sterilization and maintenance of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate